Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pleural effusion on the left side post implant on (B)(6) 2015. Drainage was performed and the event resolved on (B)(6) 2015.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direst correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported patient condition cannot be conclusively determined through this investigation. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22sep2015. Although no specific adverse events were reported, the heartmate 3 left ventricular assist system instructions for use outlines potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.